Event description:
A facility pharmacist reported that following an interocular lens (iol) implant surgery, the iol had to be removed due to a posterior capsular tear. The iol was removed and another iol was placed in sulcus. The facility confirmed that there was a manipulation problem, the iol was not defective. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling. (B)(4).